Manufacturer narrative:
E.7. Initial reporter address 1: (B)(6) e.13. E.1. Initial reporter facility name: (B)(6) h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the stopper creeped out or had loose closure. The following information was provided by the initial reporter: when the nurse on duty was pasting the barcode, she found that the cap of the blood collection tube was skewed and fell off during the straightening process, so she had to replace it.

Event description:
It was reported that before using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the stopper creeped out or had loose closure. The following information was provided by the initial reporter: when the nurse on duty was pasting the barcode, she found that the cap of the blood collection tube was skewed and fell off during the straightening process, so she had to replace it.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, fifty (50) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cocked stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of cocked stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.